Manufacturer narrative:
This report was originally submitted via asr on report ID # 1908496 in q2/2015 of the asr report submitted to the FDA on #e2011006, which was revoked on 10/02/2017. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Manufacturer report ID #2124215-2015-03190 corresponds to the initial asr report submitted for exemption #e2011006. Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product remains in service. Additional information received indicating that the patient had infection with the previous competitor system. This product was implanted as a replacement. No adverse patient effects were reported. The product remains in service.